Manufacturer narrative:
Reference: doi.org/10.1024/0301-1526/a001096 a2: average age a3a: majority sex medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endovascular therapy for popliteal artery disease. The time frame of this study was february 2009 to may 2018. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: ever flex peripheral stent. An overall long term restenosis rate of (B)(4) was reported. Overall periprocedural complication rate was across the whole study population of (B)(4) and consisted of access site complications, i.e. Pseudoaneurysms (n=13), arterio-venous fistulas (n=2) or bleeding requiring transfusion (n=2), which were all treated successfully either by ultrasound-guided manual compression or thrombin injection. No major periprocedural complications were observed. Of the adverse events that were mentioned within the article, none of them relate directly to the medtronic everflex peripheral stents used. 9 deaths occurred in the study population during follow-up. The causes of death were not specified however it was confirmed but the author that none of the deaths related directly to the medtronic everflex peripheral stents used. No further information was provided pertaining to medtronic products.'